Event description:
It was reported to philips that the device was unable to perform fluoroscopy, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the neurovascular diagnosis procedure was delayed and completed by rebooting the system multiple times. The philips remote service engineer (rse) connected with customer remotely and confirmed that the device was unable to perform fluoroscopy. The philips field service engineer (fse) visited onsite and upon functional testing found that bad software loaded to the system. To resolve the reported issue, the fse reloaded ippc software. After reloading of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.